Event description:
Philips received a complaint on the efficia dfm100 defibrillator failed the operational check. There was reportedly patient involvement but no health consequences to patient. The customer worked with the service representative. The battery was replaced and the device returned to normal operation. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.